Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: evproplus-29us, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released without dif faculty at an implant depth of 3 mm on the non-coronary cusp (ncc). While the nose cone of the delivery catheter system (dcs) was pulled through the valve, the valve embolized into the aorta. As the pigtail catheter was pulled from the ncc, the valve moved up into the ascending aorta. A snare was used on the inflow of the valve while a second valve was attempted to be implanted through the first valve, however this was unsuccessful. A second snare was used to catch onto a valve paddle. After several attempts to cross the first valve, the second was deployed with the two valves touching at the inner curve of the aorta. The snare caught on the paddle was able to be removed but the second snare on the inflow was stuck between the two valves. The patient was taken to surgery to extract the snare and the dislodged valve was also removed. Following the procedure, while in recovery, the patient¿s vitals declined. An echocardiogram revealed pericardial effusion. The patient was taken to emergency surgery to treat the effusion with a pericardiocentesis. No additional adverse patient effects were reported.